Event description:
While the unit was in use on a patient, the unit generated an error code 53 (shuttle transducer offset failure). The patient was switched to another unit and therapy was continued. No patient injury was reported.